Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU states to ensure that the guide wire exit port of the device remains inside of the guiding catheter, which shows the necessity of using a guiding catheter.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately to severely calcified lesion (70 % stenosis degree) in a moderately tortuous segment of the medial lad. A pre-dilation of the lesion was performed. Under use of a guide wire and a 6f terumo introducer without a guiding catheter the affected device was introduced into the patient's body but could not cross the lesion. The complaint device was not returned from the hospital.